Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues retaining the reservoir and quick set in the insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed manual test to reservoir's snap-cap, and the snap-cap passed inspection. Performed visual inspection and found second o-ring out of groove. The reservoir was returned opened/used.